Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and family member regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient had no stimulation and was not walking properly. This was considered a sudden change. The reposition antenna screen was also seen. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.